Event description:
It was reported that, "the distal tip of the all-in-one guide for the anchor-c snapped-off while inside the cage. Before case, tech was being shown how to insert cage on all in one guide.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.